Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative, following up with the site determine the system was set to radiographic view. The medtronic representative discussed and trained the surgeons regarding the issue. The medtronic representative made sure the surgeons were aware of the system view settings. A software investigation was completed and determined the navigation system was set to radiographic view and was performing as intended. Software is functioning as designed.

Event description:
A site representative reported that during a cranial resection procedure, the navigation system images were showing reversed orientation from what the surgeons were expecting. The exams were used for a plan with an incision on the right side, but when the surgeons proceeded to navigate, the planned incision was showing on the left side. A medtronic representative went through the navigation system software with the surgeons and corrected the system view settings to resolve the issue. The surgeons completed the procedure with the use of the navigation system. There was no impact on patient outcome.